Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range pacing impedance on the right ventricular (rv) lead during routine testing. The daily trend showed occasional spikes in impedance measurements but overall the readings were normal and stable. All other measured data was satisfactory and the real-time electrogram (egm) did not show evidence of noise. There were no arrhythmias logged. The issue was highlighted with the physician who opted to continue monitoring the performance of the rv lead and reschedule another device check in approximately three months. Of note, the rv lead is a non-boston scientific product. No adverse patient effects were reported. The ICD and rv lead remain in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range pacing impedance on the right ventricular (rv) lead during routine testing. The daily trend showed occasional spikes in impedance measurements but overall the readings were normal and stable. All other measured data was satisfactory and the real-time electrogram (egm) did not show evidence of noise. There were no arrhythmias logged. The issue was highlighted with the physician who opted to continue monitoring the performance of the rv lead and reschedule another device check in approximately three months. Of note, the rv lead is a non-boston scientific product. No adverse patient effects were reported. The ICD and rv lead remain in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range pacing impedance on the right ventricular (rv) lead during routine testing. The daily trend showed occasional spikes in impedance measurements but overall the readings were normal and stable. All other measured data was satisfactory and the real-time electrogram (egm) did not show evidence of noise. There were no arrhythmias logged. The issue was highlighted with the physician who opted to continue monitoring the performance of the rv lead and reschedule another device check in approximately three months. Of note, the rv lead is a non-boston scientific product. No adverse patient effects were reported. The ICD and rv lead remain in service. It was reported that the out-of-range pacing impedance measurements continued, and high threshold measurements were also observed. The device and competitive lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.